Event description:
Site experienced discrepant calcium results on multiple pts. No information provided to determine if results were used to guide therapy. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.